Event description:
It was reported that a bur had broken. It was subsequently reported that during testing conducted at the manufacturer that the bur was broken inside the attachment. It was also reported that it is unknown whether this event occurred during a surgical procedure or whether there was pt involvement.

Manufacturer narrative:
The bur and attachment subject to this investigation was returned for evaluation. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specifications were met. Lot number information has not been provided to permit further investigation. The root caused is multi-factorial.